Manufacturer narrative:
The device history record (DHR) showed the product was released per specifications. The product was returned for evaluation. The auto infusion (aiv) was tested for proper actuation of the auto-valve and overall functionality. To determine proper actuation of the aiv valve an external pressure source was utilized to perform a cracking pressure test. The pressure was incrementally increased until the valve actuated. The sample was non-conforming due to the higher than expected cracking pressure. It was noted during the investigation that a non-alcon three-way stopcock was connected to the aiv. An improper mismatch of consumable components and use of settings not specifically adjusted for a particular combination can affect the functionality and performance of the device. The root cause of the customer¿s complaint was the failure of the device to switch from fluid to air whereby the aiv failed to open or had a high cracking pressure (pressure required to open the aiv to allow air passage). (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that there was no air when trying to substitute the eye with air during a posterior segment procedure. The surgery was completed after replacing the product with another one. The product sample was retained. There was no harm to the patient. No additional information is expected.